Event description:
It was reported that the programmer failed and crashed during an interrogation. It was noted that the implantable pulse generator (ipg) had a power on reset caused by a bit flip. The ipg was reprogrammed and remains in use. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.